Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is considered handling damage as the event occurred prior to pt contact. (B)(4).

Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, stent damage was noted. When the 2.25x16mm taxus express2 stent delivery system (sds) was removed from the packaging the tech noticed that a strut was flared. This device never entered the pt and the physician used another of the same to complete the procedure. No pt complications were reported. The pt's current condition is listed as "fine".